Manufacturer narrative:
The device return is expected, but has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that during the 4th use of this aortic punch, the tip and tissue were stuck inside the device. It was reported that the first 2 uses were without issue. During the 3rd use the tip of the punch was stuck, but the surgeon was able to release the tip. After the 4th attempt when the tissue and tip were stuck inside, the device was cleaned and at that time the tip and tissue dropped out. No adverse patient effects were reported.

Manufacturer narrative:
This product analysis has been updated since the previous supplemental for device evaluation was submitted. Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was evaluated. Part of in-process inspection included activating the device 2 or 3 times to verify the punch does not stick inside the die. The tip was returned attached and intact. It did not appear loose. No tissue matter was found in the tip prior to decontamination. The plunger was depressed and released without difficulty before and after decontamination. The device was disassembled and dimensions of the die and punch were inspected. It appeared that the die was out of specification, but the punch was found within specification. There were no abnormalities noted in the device¿s cutting edge. The device was re-measured with a calibrated caliper for dimensional inspection in order to confirm that the critical characteristics were within specifications. All critical dimensions were within specification for this lot of devices. The device was re-assembled and was tested without any issues. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of the manufacturing defects for this product line showed that a misalignment of the main assembly fixture can lead to stuck punches. Worn out screws and a worn out sleeve bearing caused by normal use are the main reasons for misalignment. When the fixture is not properly aligned, the inside of the die can get damaged by the punch when assembling them together causing the punch to stick. It was also determined that a bent spring can lead to the malfunction of the device, but none of these conditions were found on the returned device. No true root cause could be determined and this investigation found the device to be acceptable.

Manufacturer narrative:
(B)(4). Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was visually examined. The device appeared to have been used, as evidence of bodily fluid was present. Visual inspection during disassembly for decontamination did not reveal any abnormalities associated with the reported occurrence. During die measurement of the returned product, it appeared to be out of specification; however, the punch measurement was found to meet specification. Conclusion: performance analysis found that the device performed as expected with no issues observed. This investigation remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.